Event description:
It was reported that the zimmer dermatome had low power and the trigger was sticking. Additional clinical follow up indicated that the dermatome was in use on a procedure under general anesthesia. The surgeon was unable to harvest a usable donor graft because the device appeared to be not running at the usual speed. The case time was increased due to borrowing a replacement dermatome from a neighboring facility. The planned procedure completed by harvesting an additional donor site with the borrowed device. The retrieval and preparation of the borrowed device were stated to have taken approximately one hour. There was no report of medical intervention required.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device is 13 years old and was last returned to the manufacturer for repair on (B)(4) 2012. Inspection of the device showed damage to the head and control bar, but ran within specifications at 5509 rpm during the initial inspection. Damage to the head and control bar should not have caused the customer's event. Repair technician could not duplicate the sticking trigger. The cause of the complaint could not be determined because the customer did not return the air hose used with this device. Customer also may have had pressure setting incorrect which could have caused low power. The device was serviced and returned to the customer.